Event description:
Customer reported nurse hung insulin bag of 150 ml to run at 5 ml/hr. Nurse returned to the patient's room 10-15 minutes later and the bag was empty. There was no report of patient harm and medical intervention was not reported to be required. The customer stated that no additional event or patient information is available. Manufacturer's report number: 2016493-2014-00168, manufacturer's report date: 03/27/2014. (B)(4).

Manufacturer narrative:
(B)(4). Although requested, the product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.